Event description:
It was reported the connection between the programmer wand and programmer is loose, and not electrically stable. It was also reported the programmer quits working while in the middle of a device check. It is also not consistently booting up when turned on. The programmer was returned for repair. No patient complications were reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Event description:
It was reported the connection between the programmer wand and programmer is loose, and not electrically stable. It was also reported the programmer quits working while in the middle of a device check. It is also not consistently booting up when turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) printer drawer is broken. (B)(4) rf (radio frequency) head cable found damaged; cable is out of electrical specification.